Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for inspection. The coil wire was found elongated from the proximal solder which was designed to fix the coil wire on the core wire at approximately 150 mm from the guide wire tip. The distal segment of the coil wire was deformed in a helical shape. The core wire and coil wire were fractured. Microscopic observation found that the core wire segment proximal to the fracture end was twisted, which is typically observed when a guide wire is fractured due to accumulated torsion. On the fracture end of the coil wire, there was a trace of fracture due to torsion applied when the coils were stretched. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 5 mm from the tip and separated together with the distal tip. The coil wire was fractured at approximately 100 mm from the guide wire tip and separated together with the inner coil wire and the middle solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that the distal segment of the guide wire was trapped by cto. As torsion was locally accumulated, the core wire was fractured. As the coil wire was significantly elongated due to pulling force on withdrawal, the coil wire was fractured. Consequently, the distal segment was separated. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. His may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunctions and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire was trapped in cto while in use under an unspecified microcatheter during a pci for moderately calcified cto in rca #2-3. When attempt was made to withdraw the guide wire by torquing, the distal segment was fractured. Although retrieval attempts were made, the physician decided that the tip fragment could not be retrieved. The fragment was left in situ and the procedure was completed. The physician commented that the guide wire might have been forcibly torqued when it was trapped in the lesion. There were no adverse patient effects associated with the case and the patient was fine without problem after the procedure.